Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: degenerative disk disease. Discogenic pain. For which patient underwent following procedures: anterior lumbar interbody fusion, 4-5, 5-1. Implantation of cages x2 to 4-5 and 5-1. Anterior plating 4-5, 5-1. Diskectomy 4-5, 5-1. Per op notes, at the 5-1 level two 18 mm cages were packed with bmp and matrix and put into place. A 23 mm plate was then attached under fluoroscopic guidance with three 25 mm screws. Then at 4-5 level, two 20 mm cages were packed with bone morphogenic protein and matrix and put into place. Ap and lateral fluoroscopy showed good position of cages, as well as plates. Patient tolerated the procedure well with no complications reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.